Event description:
It was reported that this patient experienced an atrial fibrillation (af) event in which this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited undersensing. Technical services (ts) reviewed noting this patient had an irregular rhythm heart rate with multiple varying r wave morphologies and amplitudes. Ts explained the dissimilar profile has long refractory periods and the tall short pattern was making the subsequent smaller r waves fall under the sensing window. Additional previous presenting electrogram (egm)s showed small r waves as well as a previous delayed therapy episode. Ts discussed increasing smart charge however would be a clinical decision. This s-ICD remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.